Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) revised. It was further reported that the reason for this surgery was that the patient was having difficulty cycling his device. It was added that the pump was not re-filling. The patient is doing well after this surgery. No components were explanted from the patient. During the revision only 30 cc of saline was added to the device and reservoir and the ipp functioned fine after.